Event description:
Patient reported experiencing inaccurate erratic results with their fasttake meter. Because of this problem with their meter, patient had five "reactions" and went to the hospital. During these five "reactions", patient almost went into coma. Patient is reportedly using incorrect technique for applying blood on test strip. Customer care representative instructed customer on proper technique for testing. No further information has been reported.